Manufacturer narrative:
Patient's date of birth has been corrected. Device analysis report is attached. This report is submitted on december 29, 2021.

Manufacturer narrative:
This report is submitted on november 25, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2021, and the patient was reimplanted with another cochlear device on the (B)(6) 2021.